Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported, "the pt had a primary hip in (B)(6) 2006, southern cross hosp, private, (B)(6) cup size 54 mm, delta ceramic insert from (B)(6) in a 36mm, an abg 11 stem I) size 4, and a -5 36mm head v 40 from stryker. He was revised due to ongoing hip pain and squeaking.